Manufacturer narrative:
(B)(4). Concomitant products: guide wire: .035 145cm j wire, .035 300cm glide wire; stent: graftmaster. The other graftmaster mentioned is being filed under a separate medwatch report. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rbp is 16 atmospheres and clearly states not to exceed the rbp. It should also be noted that the graftmaster rx, coronary stent graft system, domestic, IFU states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a perforation in the distal peroneal artery as part of numerous attempts to salvage a limb. Two days prior, (B)(6) 2016, a graftmaster stent had been placed in the area of extravasation in the mid to distal peroneal artery. On (B)(6) 2016, another attempt was made to salvage the limb. A 2.8x16mm graftmaster stent system was advanced toward the perforation distal to the previous implanted graftmaster stent. The system was inflated up to 18 atmospheres; however, the graftmaster stent was not fully apposed to the vessel wall. Reportedly the graftmaster stent was slightly undersized for the vessel; however, the site did not have any longer length graftmaster stents available. Negative pressure was applied, the balloon was deflated, and the graftmaster stent system attempted to be withdrawn. However, the graftmaster stent was inadvertently pulled back somewhat into the previously implanted proximal stent. Further inflations were performed using the delivery system balloon and the graftmaster stent became fully apposed to the vessel wall. No clear extravasation was seen. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.